Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The amplatzer vascular plug ii instructions for use (IFU) states the amplatzer vascular plug ii is indicated for arterial and venous embolizations in the peripheral vasculature. The IFU warns that the safety and effectiveness of this device for cardiac use (for example, paravalvular leak closures) has not been established.

Event description:
A 6mm amplatzer vascular plug ii (avpii) was selected for closure of a paravalvular leak in an existing edwards valve; however, the amplatzer torqvue delivery system could not cross the leak. The procedure was aborted after multiple attempts. The patient expired a couple days later of unknown causes although it is reported the patient went into respiratory arrest post extubation and was without adequate oxygen for some time or had a stroke.